Manufacturer narrative:
.

Event description:
It was reported that a patient using an unknown allevyn gentle border with airway assistance inhaled the dressing. The dressing was removed with respiratory therapy, there was no patient harm.